Event description:
It was reported by the sales rep that the patient wants to try the orthopak because she's having pain from her bhs. I will get that prescription to switch devices asap. I'm assuming you need to reach out to the patient. Her number is (B)(6). Email from patient " good afternoon mrs. (B)(6), I've been using the stimulator for about 26 days now but, I must say I'm not happy with the product and will have to stop using it. At the beginning after using it all night I would wake up very dizzy, the pain my foot started hurting very bad when I was using it, then I would end up taking it off. The other day it gave me a burning sensation and then I took it off it left like a white mark where I felt the burn. I would like to return it, if possible because I can't keep using it, and the cost of it, is very high, for causing all this pain. Thank you, (B)(6) " I called the patient regarding the pain burning sensation. There was no answer. I left a voice mail message requesting a call back. I emailed sales rep, mary (B)(6). Hi (B)(6), please forward a signed and dated prescription and a note from the doctor as to why we are going to switch the product. Thank you, (B)(6). I received a signed and dated rx with a note from physician requesting switch from bhs to opak. I emailed sales rep, (B)(6) " hi (B)(6), please let the patient know that she has to return via usps postal service the bhs assembly bag in the box she received with the opak and use the pre-paid label provided. A new opak was shipped to the patient. I called the patient regarding the pain/burning sensation. There was no answer. Please advise the patient to contact customer service at (B)(6). I received a call back from the patient who stated that the pain started a couple of weeks after starting treatment. The pain level 4 to 10. The patient last used the unit a week ago. The pain on the surface and below the skin. The patient had a white spot. The pain stopped as soon as the coil was taken off. No increase of daily activities. The patient spoke to her doctor told the patient to stop treating. The patient¿s pain went away. The unit was switch to an opak.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales representative that the patient stated the bhs unit was causing pain in foot and felt dizzy. The patient has been using the unit for 26 days and the pain started a couple of weeks after starting treatment. The pain level 4 to 10. The patient last used the unit a week ago. The pain on the surface and below the skin. The patient had a white spot. The pain stopped as soon as the coil was taken off. No increase of daily activities. The patient spoke to her doctor told the patient to stop treating. The patient¿s pain went away. The unit was switch to an opak. No additional patient consequences have been reported. The bhs controller was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the bhs controller was returned for further evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of "pain using bhs". The controller was tested and operates as intended. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2020) to ((B)(6) 2021) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.